Event description:
It was reported to philips that the system did not start up properly, there was a button active during start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system and confirmed that system did not start up properly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found pan handle not working. To resolve the issue, the fse replaced the pan handle. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.